Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels. The customer also reported that the insulin pump experienced a back light anomaly after the hospitalization. She stated that when the insulin pump was active on a menu or alert, she would have to press the b button along with the down arrow button in order to turn the backlight on. She stated that when she programmed a bolus, she received an alert, and the backlight would turn off, then back on after a moment. The customer did not provide the blood glucose reading and the call was dropped prematurely. An attempt to call the customer back was made unsuccessfully.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-57363.